Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported for right side "rupture breast implants" and "capsular contracture grade unknown". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported for right side "rupture breast implants" and "capsular contracture grade unknown". Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported for right side "rupture breast implants" and "capsular contracture grade unknown". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.